Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 175 mg/dl and the sensor glucose was 300mg/dl at the time of the suspend incident. The customer¿s blood glucose was 372mg/dl at the time of incident. The customer reported that they are unable to calibrate and pump isn't displaying sensor glucose values. The customer reported will monitor sensor and calibrate later. The customer reported that they had a suspend on low when blood glucose was 95mg/dl. The customer reported that they ate and was unable to bolus. The customer stated they turned off suspend on low. Blood glucose went to 425mg/dl, but was unable to bolus once again. Alarm history shows that the pump suspended multiple times and customer only resumed basal delivery once. The customer declined to troubleshoot for high blood glucose. The customer reported that sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 41mg/dl. Suspend on low limit in sensor settings was 75mg/dl. The pump and sensor will not be returned for analysis.